Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition was not confirmed as no defect was observed with the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 60123892 (sup-component), lot: 3l89258, manufacturing site: (B)(4), release to warehouse date: 22. March 2019, expiry date: 01. March 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent removal of femoral neck system (fns) due to pain and replaced with total hip replacement. Hardware removal surgery was completed successfully. Patient outcome is reported as good. No further information provided. Concomitant devices reported: locking screw (part # unknown, lot # unknown, quantity 1), fns antirotation screw (part # unknown, lot # unknown, quantity 1), fns bolt (part # unknown, lot # unknown, quantity 1). This report is for one (1) femoral neck system plate 2 hole - sterile. This is report 1 of 4 for (B)(4).